Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned - product evaluation in-process. Customer had also returned the related product test strip lot zc5830s. Most likely underlying root cause: mlc-003: inconsistent test method. Note 1: after the initial call, the customer contacted manufacturer on 19-dec-2024 - customer stated she was still obtaining the e-5 error message and requested replacement; replacement product was sent to the customer. Note 2: manufacturer contacted customer in a follow-up call on (B)(6) 2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for error messages (e-5 and e-0). The customer feels well and did not report any symptoms. Customer no longer had the test strips that she had obtained e-5 with and was unable to provide lot number information. Due to the e-5 error customer had gone to the pharmacy to return the test strips. During the call, a blood test was performed by the customer non-fasting using another vial of test strips, test strip lot zc5830s, and produced test result of 92 mg/dl using true metrix air meter. Zc5830s is stored according to specification and was opened on the day of the call.

Manufacturer narrative:
Sections with additional information as of 26-feb-2025: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter was returned for evaluation. Product testing was performed and defect found on returned meter: e-0 with control. Customer had returned test strips to the pharmacy and was unable to provide lot information. Customer had returned the related product test strip lot: zc5830s - no defect found on returned related product test strips. Root cause: rc-003: other root cause: root cause under investigation per scar-22-009.